Event description:
The customer reported that while running a htlv-I/ii assay, summit sample handler did not pipette the correct amount of diluent row a and did not give an error message. An ortho field svc engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to ortho-clinical diagnostics complaint number 00-03826-08.